Event description:
Boston scientific received information that during a normal device replacement procedure this left ventricular (lv) lead was explanted. The lead was programmed off in 2008 due to high thresholds and out of range impedances greater than 2000 ohms. No adverse patient effects reported.

Manufacturer narrative:
As of today, this lead has not been returned for analysis. This investigation will be updated should further information be provided.